Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "low-dose direct oral anticoagulation vs dual antiplatelet therapy after left atrial appendage occlusion: the adala randomized clinical trial". Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including permanent atrial fibrillation, hypertension, diabetes, chronic heart failure, prior coronary artery disease, prior ischemic stroke, and prior bleeding event (gastrointestinal, intracranial, abdominal/kidney, pulmonary, and ear, nose, throat). Some of the complications reported were unexpected medical intervention (medication), bleeding and thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "low-dose direct oral anticoagulation vs dual antiplatelet therapy after left atrial appendage occlusion: the adala randomized clinical trial", was reviewed. The article presented a prospective, multicenter study to compare the efficacy and safety of low-dose direct oral anticoagulation (low-dose doac) vs dual antiplatelet therapy (dapt) for 3 months after left atrial appendage occlusion (laao). Devices included in the study were amplatzer amulet, lifetech scientific lambre, and boston scientific watchman fxl. The article concluded that results show that use of low-dose doac for 3 months after laao was associated with a better balance between efficacy and safety compared with dapt. However, the results of the study should be interpreted with caution due to the limited sample size and will need to be confirmed in future larger randomized trials. [The primary and corresponding author is xavier freixa, department of cardiology, institut cardiovascular, idibaps, hospital clinic de barcelona, c/villarroel 170, escala 3 planta 6, 08036, barcelona, spain, with corresponding email: freixa@clinic.cat]. The time frame of the study was from june 2019 to august 2022. A total of 90 patients were included in the study, of which 61 (67.8%) patients received an abbott device. The average age was 76.6 years and the majority gender was male. Comorbidities included permanent atrial fibrillation, hypertension, diabetes, chronic heart failure, prior coronary artery disease, prior ischemic stroke, and prior bleeding event (gastrointestinal, intracranial, abdominal/kidney, pulmonary, and ear, nose, throat).